Manufacturer narrative:
Concomitant products: ddbc3d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered for high rv coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.